Event description:
Pt was revised because her stem had fractured approximately 60mm below the collar (left side).

Manufacturer narrative:
Although the exact date of the primary surgery is unknown. It was reported to have occurred approximately 10 years ago. Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.